Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred on a homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. Proper troubleshooting steps were not completed as the call was disconnected and further attempts at contacting the patient were unsuccessful. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.